Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported hemostasis failure with the involved angio-seal device. The collagen slipped into the artery causing stenosis and thrombosis. A calcified lesion in the left superficial femoral artery (sfa) was treated by puncturing the right common femoral artery. A stent-graft was placed using a 7 fr guiding sheath in introduced crossover. The procedure was completed. Postoperatively, hemostasis was performed using the angio-seal 8 fr. However, the compaction marker fully exposed and the collagen seemed to have been deposited into the vessel. Hemostasis failed as bleeding was still observed after hemostasis. Manual compression was additionally applied to achieve hemostasis. The patient was then managed with a compression pad, but pain developed. Ultrasonography around the hemostatic site revealed that the anchor was present but did not appear to be in close contact with the vessel wall, and there appeared to be a large amount of thrombus adherent between the anterior vessel wall and the anchor, resulting in stenosis within two (2) cm from the puncture site. Additional permanent pace-maker implantation (ppi) was performed. Plain old balloon angioplasty (poba) was performed with a semi compliant balloon. The patient is currently under observation. The blood loss was less than 250cc's. The harm to the patient's health was minor and the patient's condition is favorable. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was the right common femoral artery. The vessel diameter was unknown. Vessel at the puncture site had no lesions in the anterior wall, but moderate calcification in the posterior and. The patient had peripheral vascular disease. Bleeding occurred in the procedure room. An ultrasound was performed to diagnose the vascular insufficiency. The harm to the patient's health was minor. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative and post-operative. There were no other devices or equipment used with the involved device.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been collagen deposition into the artery due to excess tamping. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).